Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports of inaccuracies that occurred on the same day with the same wearable. Related record: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, while at work, the patient lost consciousness. A coworker called emergency medical services. Once ems arrived, the patient¿s cgm was reading 86 mg/dl, and the bg meter was reading 26 mg/dl. The patient was treated with a ¿liquid form¿ of glucose. The patient recovered after treatment. There was no information of the patient being taken to the ER. The patient was stable at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.